Event description:
It was reported that the patient¿s ilet split into two pieces while the patient was sleeping, yet the device remained operable and was temporarily taped together; the issue was characterized as a screen bezel separation involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss of or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.